Event description:
The patient was a male. In 2003 or 2004, the patient received a stent in the distal right coronary artery. There is no add'l info available regarding this procedure. In 2007, the patient returned to the hospital with 80% restenosis and received another stent. There is no add'l info available regarding this case.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis. Additionally, as there was no sterile lot number provided a review of mfg records could not be conducted. Restenosis is a known potential adverse event associated with coronary stenting. Based on the limited amount of info, we are unable to determine contributing factors.